Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-09188, 09189. The pt is implanted with two percutaneous leads (from two different lots). It was reported the pt had experienced a fall and since, had been unable to initiate a communication between the ipg and the charging system. X-rays were taken and the battery appeared to have flipped and one of the two leads had been pulled down a single vertebral segment. The physician decided to explant and replace the ipg with a different model ipg. During the procedure, the physician also repositioned the migrated lead. No further pt complications were reported. The pt reported effective coverage post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.